Event description:
A customer stated, while she was clearing a clot from the system, she pushed water into the end of the sample pump peri-pump tubing and was squirted in the eye with fluid coming out the end of the sample tubing. The customer confirmed, she was not wearing safety glasses at the time of the incident. The customer went to the emergency room where her eyes were flushed and her blood was drawn to test for exposure to biohazards. Events such as this are covered in the product labeling. The operator's manual provides clear instructions on how to protect yourself from biohazards. Two of the statements included in those instructions are: wear facial protection when splatter or aerosol formation are possible. Wear personal protective equipment such as safety glasses, gloves, lab coats or aprons, when working with the possible biohazard contaminants. This event is being reported because it occurred in a biohazardous environment.

Manufacturer narrative:
The instrument involved in this incident was working properly and no malfunction was the cause of the eye splash. For medical device reporting purposes this event is considered closed.